Manufacturer narrative:
As reported, the subject patient developed a seroma post implant of a phasix mesh. The clinician has assessed the patient¿s postoperative outcome as possibly related to the study device and possibly related to the procedure. However, based on the information provided, no conclusions can be made. Seroma formation is a clinically understood potential complication of surgery/use of the device and is identified in the instructions-for-use provided with the device, as a possible complication. A review of the manufacturing records was performed and found the lot was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported per clinical trial dvl-he-018: the subject patient was admitted to hospital on (B)(6) 2025 and patient underwent an open primary exploratory laparotomy and small bowel resection during which a phasix mesh was placed and secured in place with absorbatack. The surgery was done with trimming the phasix mesh and the midline fascia was completely closed with ethicon slow absorbable monofilament 0 pds sutures and at least 3 cm and no greater than 4 cm overlap in all directions (superior, inferior, and laterally) beyond the margins of the fascial incision. Patient was discharged from hospital on (B)(6) 2025. On (B)(6) 2025, patient was diagnosed with seroma on ctap scan and drain placed on (B)(6) 2025. The reported adverse event (seroma) has been assessed per clinicians as possibly related to the study device and to the procedure. It has been assessed as moderate in severity, and it is recovering/resolving. The reported ae does not meet the definition of a sae (serious adverse event) and the definition of usade (unanticipated serious adverse device event).